Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had developed a hematoma at the ipg site. The physician opened up the ipg site to remove the hematoma. The patient was doing well postoperatively.